Manufacturer narrative:
Test record was reviewed and the pump passed all previous tests. There was another complaint on this device. Complaint evaluation was completed on (B)(6) 2024: the pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there was no evidence abrupt power off found in the log, as reported by the end user. A 184 ml infusion was ran on the pump instead of a 100 ml infusion, as the end user's exact parameters were used of a 46 hour infusion that runs at 4.0 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. Upon further evaluation there were no loose connections or components inside of the device. Functional testing did not confirm the reported condition but was not duplicated during testing. Reported issue not found, device does not meet specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event.

Event description:
On 04/08/2024, infutronix received a report that a pump had power issue - device powers self off. The infusion cannot resume without causing delay in treatment. No patient harmed. Device was requested to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.